Event description:
A hemodialysis user facility has reported that during treatment a blood leak occurred. The leak was visually observed to be an external leak located at the threaded bottom end of the crit-line blood chamber that attaches to the dialyzer. The machine did not alarm. Estimated blood loss was minimal. The patient had no adverse effects and no medical intervention was required. The patient completed treatment. Sample is not available for manufacturing evaluation.

Manufacturer narrative:
The customer tightened the loose crit-line blood chamber and confirmed that the leak was resolved. The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date; therefore an evaluation could not be performed.